Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 19425644/19312019.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure. All explanted device components were kept by the facility and will not be returned.